Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm vista volite xc, juvederm vista voluma xc, and [non-abbvie] pluryal. Two days post injection, the patient began to experience dark red skin on the left cheek which was 5cm in size. The following day, hcp noted the patient was experiencing a "blood flow disorder" on the left cheek where juvédermvista volite xc was injected. Hcp treated the patient with 300u of hyaluronidase using a paskin needle. Hcp also applied pg ointment. Two days later, the patient had not improved, hcp treated the patient with an additional 600u of hyaluronidase. Symptoms began improving but are ongoing. This relates to juvéderm vista volite xc. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the juvéderm vista volite xc.